Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he did not drain properly and was overfilled when he got off the hc that morning. There were no alarms. The technical service representative (tsr) checked the therapy log and programming: fill volume 3000ml. The hp drained manually and claimed to have drained 6350ml. The hp stated he felt really full and did not need any medical intervention. The hp stated he called the peritoneal dialysis nurse (pdn) and the pdn instructed him to call baxter. The tsr would swap the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be insufficient drain, false empty detect and last manual drain not used. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).